Manufacturer narrative:
See MDR 1920664-2010-00175 for the intraocular lens used with this delivery device.

Event description:
The lens could not be implanted correctly. The doctor slightly enlarged the incision to implant a different model lens.